Manufacturer narrative:
Updated block: d10.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed partial graphic display. Replacement of customer display board with lab use only (luo) display board restored display assembly functionality determining that the customer display board was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified that the bottom half of the centrifugal console display was not lighting up. The small display assembly was found to be not functioning properly so he replaced it, the display to pump board cable, and the cable shield. The unit operated to the manufacturer's specifications. The suspect parts will be sent back to the manufacturer for further evaluation.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the bottom half of the display of the centrifugal console was not lighting up. There were no reported adverse consequences to the patient.